Manufacturer narrative:
Physio-control evaluated the device, and observed multiple fault codes in memory, related to energy charge/dump, and that it took over 40 seconds, to reach a full charge of 360 joules. Physio replaced the therapy pcb assembly, and then observed proper device operation, through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly, but could not replicate the failure to determine root cause.

Event description:
According to the reporter, during an inspection, the device displayed a service indicator and, when further tested by the biomedical department, it would not reach a full charge of 360 joules. There was no patient associated with the report.